Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert, power system error and power loss alarm. The customer's blood glucose value was 565 mg/dl. The customer treated with a shot from syringe. The customer stated that the batteries lasted 2 days. The customer stated that the notification light did not immediately stop flashing. The product was returned for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device returned for power error alarm. The power management tool confirmed pump error was due to resistance issue at j6 connector. The device alarmed power loss, low battery, and replace battery now alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, insulin pump was monitored and functioned properly. The device had a broken belt clip rail. The device had a cracked keypad overlay at the select button. The device had a minor scratched display window, case, and keypad overlay.